Event description:
Procedure: radiofrequency ablation. Reportedly, a heat burn occurred under the return electrode pad. The return electrode sheet was attached at right femoral region and right back. The two tumors were burnt six times continuously during the procedure.